Event description:
Approx thirty months after having a trapease permanent vena cava implanted, the pt started complaining of arrhythmias. A CT angiogram was performed and revealed the migration of the filter to the right ventricle and its severe deformity and fracture. The female, pt had a vena cava filter placed after developing deep vein thrombosis (dvt) and recurrent pulmonary emboli after hernia repair surgery. The procedure was uneventful, the pt's condition improved and the pt was discharged. The physician stated that he cannot remember the exact size of the ivc but it was within the recommended size for filter deployment (=or less than 30mm). The filter was placed in the ivc at the level between l1 and l2 vertebrae. There was no thrombus at the delivery site. Approx thirty months after the procedure, the pt started complaining of arrhythmia and was given isopten. Recently her arrhythmia reoccurred and was again controlled by raising the isopten dose. The cardiologist requested a coronary CT angio which revealed the migration of the filter to the right ventricle, and its severe deformity and fracture. The filter fractured into multiple pieces, and is completely distorted with part in the wall of the right ventricle and part in the interventricular septum. The pt did not have any chest traumas or undergo any other surgeries, post-filter implantation, up until the fracture was discovered. The pt is currently controlled on isopten. Films were taken, but have not been received to date.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Additional info will be submitted within 30 days upon receipt.